Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Customer's blood glucose level was 377 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue and resumed insulin therapy on the pump.